Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the pulse generator revealed atrial under-sensing during an automatic mode switch (ams) episode. Additionally, there were episodes of competitive atrial pacing (cap). Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.